Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that the rubber piece on the y-port on the combiset dislodged when attempting to administer medication during the patient¿s hemodialysis (hd) treatment. The rubber piece went inside of the tubing, allowing air to enter, and the patient¿s treatment was stopped and the combiset replaced. Per the nurse, the blood was not rinsed back. The patient¿s estimated blood loss (ebl) was approximately 240 ml. The patient was restarted on the same machine and treatment completed successfully with the new combiset. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The combiset was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.